Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain is an iliosacral screw that was too proud of the ilium. It was the surgeon's decision to remove all the si joint implants, including the rods, as a precaution. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: (superior): ifuse implant, p/n 7045-90, lot# 7753002898004, mfd. 2011, exp. 2014-11, gtin (B)(4); (inferior): ifuse implant, p/n 7040-90, lot# 7663002731003, mfd. 2011, exp. 2014-10, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2012 where two implant rods were installed. The patient also had si joint screws in the joint. The patient later reported to a different surgeon with complaints of a recurrence of pain in the right si joint. The surgeon determined that one of the screws was proud of the ilium and was most likely the pain generator. The rods were well positioned and not loose. The surgeon decided to remove all the si joint implants as a precaution. In (B)(6) 2018, the surgeon removed the screws. The rods were removed using chisels as they were both solidly fixed in bone. The status of the patient following the revision procedure is not known.